Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015.

Event description:
It was reported that one day post-implant, there was loss of capture and high impedance readings for all left ventricular (lv) vectors except for lv1 to right ventricular (rv) coil. It was later revealed that the lv lead had not been fully inserted into the header of the implantable cardioverter defibrillator (ICD). A revision was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.